Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: the self-extracted pacemaker system. Heart rhythm case reports. 2024; 10:605¿607. Doi: 10.1016/j.hrcr.2024.05.023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a self-extracted implantable pulse generator (ipg) system. The authors described a patient who presented to the clinic two years post implant of their ipg system with swelling over the pacemaker site. Pocket drainage with needle aspiration was initially performed and staphylococcus epidermidis was confirmed. The patient was treated with long-term antibiotics. Approximately three years later, the patient again presented with swelling and was managed with needle aspiration with confirmed staphylococcus hominis, and the patient was placed on antibiotics. Fourteen months after this, the patient presented to the hospital with a partial can erosion. No action was taken at that time, and they were awaiting specialist care. Twelve days later, the patient's dementia care nurse could no longer see the eroded ipg and found the ipg and lead on the bathroom floor. The patient had self-extracted the ipg system. The patient had no recollection and could not explain the mechanism of self-extraction. There was tissue on the superior vena cava portion of the lead, and an extended helix, but the patient had no adverse events following the self-extraction. The incision closed within six weeks on its own and the device site was healed. The status of the device and lead is unknown. No additional adverse patient effects were reported.